Event description:
It was reported that an unspecified cardiac resynchronization therapy pacemaker (crt-p) recorded code 1003 message indicative that the battery voltage is too low for the projected remaining capacity. The crt-p remains in service and no adverse patient effects were reported.